Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a sigmoid colectomy procedure, the device produced malformed staples on the first firing. The device was on vessels at the time, but there were no hemostasis issues to report. Another device was used to complete the procedure. There were no adverse consequences for the patient. The device was discarded following the procedure.